Manufacturer narrative:
The 6mm x 15mm palmaz genesis on 142cm amiia balloon-expandable stent delivery system (sds) was inflated at 10 atmospheric pressure (atm), then deflated, however, the balloon and the stent were stuck together. The balloon could not be removed and did not move at all. The physician proceeded with the unknown guiding catheter and tried to ¿store¿ the balloon in the guiding catheter, however, it could not. Another unknown sheath was inserted near the puncture site. The balloon was inflated. At that time, the balloon and stent came off. The procedure was completed. There was no reported patient injury. The device was opened in sterile field. The palmaz genesis was attempted to be implanted at the restenosis of the transplanted renal artery. The device was returned for analysis. Per visual analysis, the balloon looks like it was previously inflated. No other anomalies were found along the device. No other component was returned for analysis. Per dimensional analysis, results were found within specification. A functional analysis could not be performed due the balloon being previously inflated and the folds were lost. However, a balloon inflation test was performed. The balloon was inflated successfully at 12 atm (device¿s rated burst pressure) with the inflator device. Neither a leakage nor a burst was observed on the balloon of the device. A microscopic analysis was not performed. A product history record (phr) review of lot 17787018 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds - withdrawal difficulty - adherent¿ could not be confirmed since a functional analysis could not be performed. The exact cause of the reported event could not be conclusively determined. Procedural and/or handling factors, such as operator technique, or vessel characteristics, although unknown, may have contributed to the event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿prior to stenting, the palmaz genesis® peripheral stent on opta® pro .035" delivery system should be examined to verify functionality and integrity. Caution: do not attempt to remove or readjust the stent on the delivery system. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr nor the product analysis available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d8,d9, g4,g7,h1,h2,h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g7,h1,h2,h3 and h6. The 6mm x 15mm palmaz genesis on 142cm amiia balloon-expandable stent delivery system (sds) was inflated at 10 atmospheric pressure, then deflation was performed; however, the balloon and the stent were stuck together. The balloon could not be removed and did not move at all. The doctor proceeded with the guiding catheter (unknown) and tried to ¿store¿ the balloon in the guiding catheter; however, it could not. Another sheath (unknown) was inserted near the sheath puncture site. The balloon was inflated. At that time, the balloon and stent came off. The procedure was completed. There was no reported patient injury. The device was opened in sterile field. The palmaz genesis was attempted to be implanted at the restenosis of the transplanted renal artery. The product was returned for analysis. One non-sterile unit of catheter sds amiia genesis 6.0x15 142cm sds was received coiled inside of a clear plastic bag. Per visual analysis, the balloon looks like it was previously inflated. No other anomalies were found on the device. No other component was returned for analysis. Per dimensional analysis the device was found within specification. A product history record (phr) review of lot 17787018 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon withdrawal difficulty - adherent¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Procedural images were not provided for review. Based on the information available for review, procedural and/or handling factors might have contributed to the reported event since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Do not attempt to remove or readjust the stent on the delivery system. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm x 15mm palmaz genesis on 142cm amiia balloon-expandable stent delivery system (sds) was inflated at 10 atmospheric pressure (atm), then deflation was performed, however, the balloon and the stent were stuck together. The balloon could not be removed and did not move at all. The doctor proceeded with the guiding catheter (unknown) and tried to ¿store¿ the balloon in the guiding catheter, however, it could not. Another sheath (unknown) was inserted near the sheath puncture site. The coronary balloon was inflated. At that time, the balloon and stent came off. The procedure was completed. There was no reported patient injury. The device was opened in sterile field. The palmaz genesis was attempted to be implanted at the restenosis of the transplanted renal artery. The device will be returned for analysis.